Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have been feeling "worse" since the implant of their implantable pulse generator (ipg). It was reported by physician that the patient experienced syncope and pauses greater than 10 seconds. The right ventricular (rv) lead exhibited intermittent pacing following premature ventricular contractions (pvc). It was attempted several times to reprogram the lead and the lead was ultimately programmed off. No further patient complications have been reported as a result of this event.